Event description:
Had essure procedure implanted 3 months ago. I have experienced extreme fatigue, frequent headaches, night sweats, abdominal pains, cramping, muscle spasms, hair loss, and can not remember to complete tasks. This device has definitely had severe side effects on my health and over all well being. I can't event function daily between the fatigue and memory loss I have experienced since about 2 weeks post procedure.